Manufacturer narrative:
Date of event. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. The device was used for an off label indication. The main component of the system involved in the reported event; other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Leone, m., proietti cecchini, a., messina, g., franzini, a. Long-term occipital nerve stimulation for drug-resistant chronic cluster headache. Cephalalgia : an international journal of headache. 2016. 1-8. Doi: 10.1177/0333102416652623 summary: chronic cluster headache is rare and some of these patients become drug-resistant. Occipital nerve stimulation has been successfully employed in open studies to treat chronic drug-resistant cluster headache. Data from large group of occipital nerve stimulation-treated chronic cluster headache patients with long duration follow-up are advantageous. Reported events: patient 7: a (B)(6) man who was implanted with occipital nerve stimulation (ons) to treat chronic cluster headaches experienced an electrode migration. It was added that "in all cases, an intervention was required." It was noted that a quadripolar or octapolar lead was attached to a either a 7426 soletra or 37601 activa pc neurostimulator. However, it was not possible to ascertain specific device information for any individual patient from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.